Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and disengaged into the pt's disc. The surgeon performed a re-operation the following day and was able to remove the component. The hosp has reported the pt's condition is satisfactory.